Manufacturer narrative:
Hamilton medical reference number (B)(4) investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
It was reported to hamilton medical ag that: "during an emergency medical service (ems) intervention, the ventilator was used with a breathing circuit (ref 260128, lot 202508) on an intubated patient. It was observed that the tidal volumes were not being delivered correctly. Manual bag-valve-mask ventilation was required. A malfunction of the expiratory valve in the breathing circuit is suspected. This type of problem is already known to affect several batches of ref 260167 breathing circuits and has been reported before. Confirmed serious consequences: switch to manual ventilation" the patient was manually ventilated using a bag-valve-mask. No patient harm, health impact, or adverse clinical consequences to the patient, user, or third party were reported.